Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected for treatment. However, during the preparation, it was noted that the stent dislodged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected for treatment. However, during the preparation, it was noted that the stent dislodged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the express-vascular ld was returned for analysis. A visual examination found the stent to be in the correct position on the balloon catheter. No issues were found with the stent. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified damage to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This concludes the product analysis.